Event description:
It was reported that the devices were used during an unknown procedure. It was reported by the rep that the seal on the 511o trocars tore. A new trocar was opened to complete the case. There was no consequence to the pt.